Event description:
Knee replacement. On (B)(6) 2016, I had my right knee replaced by dr. (B)(6). The knee replacement apparatus used was "biomet vanguard". Although the doctor said that the typical knee replacement will last 20+ years, my knee replacement failed after 6 years. I started having problems in (B)(6) 2022 and in (B)(6) 2023 the pain increased. The apparatus has loosened at the tibial site causing radiating pain from knee to toes. Revision of apparatus is needed, however, due to my age (88) and physical condition, (B)(6) medical center ((B)(6) for dr. (B)(6)) did not recommend the operation due to the length of the operation and the therapy needed after the surgery. At the present time, 1 am mobile only when I use a cane or walker. Question: have there been any other problems with the biomet vanguard knee replacement?